Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 498mg/dl. The customer's most current level was 292mg/dl. The customer states they treated with pump. Troubleshoot was unable to be completed due to customer not being home. The customer would be calling back at a later time to continue testing.